Event description:
The patient reported smoking of the power supply box. The patient electronic unit with power accessories was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system and accessory set was received for evaluation. External and internal visual inspections of the unit revealed no discrepancies or discernible damage. Power supply showed no frayed wires but did not light up green due to low voltage. As a result, a golden power supply was used for further testing. Confirmed there was no damage to the pcb board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.